Manufacturer narrative:
Sections with additional information as of 01-march-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10:meter was not returned for evaluation. Test strips were returned for evaluation (2 vial true metrix strips). Product testing was performed and no defect found. Internal evaluation has been completed by product operations-no abnormalities observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Sections with additional information as of 06-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 22-nov-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern has been resolved and that she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for error message (e-0) and physical defect/used test strips. The customer stated that when she had removed a test strip from the vial, there was evidence of the product being used previously. The customer stated that the test strip already had blood on it; customer stated that it was only the one test strip. Customer stated that she did not make contact/touch any blood/bodily fluid with her bare skin. The customer stated the vial of test strips had been sealed when received. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2023 and open vial date is (B)(6) 2021. The customer had not been using the proper testing technique. During the call, a blood test was performed by the customer using the true metrix meter. The customer was satisfied with the result obtained; the customer did not disclose the result or fasting/ non-fasting status. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.